Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation will be conducted based on the reported information.

Event description:
The following information was received on a voluntary medwatch form. The patient was undergoing avm for chiari malformation, intra-operatively. The resident heard and then saw the pins on the mayfield headrest pop out of the patient's head. The resident secured the patient's head, and a new mayfield headrest was brought to the or. The new mayfield device was positioned, the patient was assessed and the new mayfield remained in place for the remainder of the surgery. The outcome is still open to sequelae due to an intra-operative surgery halt. The original intended procedure was- avm for chiari malformation. Requested additional information from the facility.